Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. Additional information was received on 10-aug-2016 (potential legal). On (B)(6) 2013, essure (fallopian tube occlusion insert) was placed. She was (B)(6) at that time. Right after insertion, the consumer had allergic complaints in eyes. In unspecified dates she experienced pain in pelvis (complaints manly left side), serious because the event resulted in disability, increase or heavy blood loss during menstruation, problems with urinating , pain during ovulation, pain during menstruation, pain in abdomen, pain in pubic bone, pain in buttock, arthralgia, depressive feelings / feeling going downhill, insomnia, mood swings or emotionally out of balance, memory loss , concentration problems, swollen abdomen, hair problems , menopause complaints, vitamin deficiency, and vision problems. In the meantime patient has had follow-up treatments (including novasure) and the essure (xenobiotic material) had been removed. Because of the complaints patient was being impeded in her normal daily functioning (work-related problems also mentioned) and patient was suffering from injury. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. She had novasure performed and the devices (xenobiotic material) were removed. According to additional information, this case became legal. This event is listed in the reference safety information for essure. Genital bleeding and changes is menstrual pattern may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since device removal was required and endometrial ablation was done probably to treat the bleeding, this case is regarded as incident. Other non-serious events were reported. Technical analysis and further information have been requested.

Manufacturer narrative:
Follow up information received on 01-sep-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. No specific quality issue was defined, therefore no medra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. (B)(4). Follow-up information from 12-sep-2016: no consent received from patient. Quality safety evaluation received on 19-sep-2016: a new ptc global number was provided, (B)(4), with a duplicated ptc result. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 276 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. She had novasure performed and the devices (xenobiotic material) were removed. According to additional information, this case became legal. This event is listed in the reference safety information for essure. Genital bleeding and changes is menstrual pattern may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since device removal was required and endometrial ablation was done probably to treat the bleeding, this case is regarded as incident. Other non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information can be obtained since the consumer did not provide consent for further details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.